Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the yellow (pgnd), black (3.3v), and pulsewires were open inside the trunk cable. The cause of the check therapy electrode messages is the open wires. The root cause of the open wires is excessive force placed on the cable. No adverse event resulted from the open wires.

Event description:
A distributor contacted zoll to report that a patient was receiving constant check therapy electrode messages.